Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii did not load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-00838 for the related report.

Manufacturer narrative:
Only the heartstring iii delivery device was returned for eval. The delivery device showed no signs of clinical usage or evidence of blood. Based upon the eval results, the reported complaint for "seal did not load properly" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).